Event description:
It was reported that the pump infused too quickly. The pump was filled to 400 ml and set at 12 ml per hour. It was stated that the pump should have lasted approximately 33 hours, but lasted less than 24 hours. The pump was discarded by customer. No patient complications were reported.

Manufacturer narrative:
Evaluation summary : the info contained herein is based on the info provided by the initial reporter. It was reported that the pump infused in less that 24 hours instead of the expected 33 hours. No patient complications were reported. The device involved in this incident was discarded; therefore, our results and conclusion are based on the info that was provided to I-flow by the initial reporter. In addition, the lot number of the device was not known; therefore, we are unable to evaluate retain devices for possible failure analysis (i.e. Fast flow) or research the lot history for similar complaints. No other info has been received. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.